Event description:
The pt was implanted with the manufacturer's clinical trial left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt experienced a red heart alarm and subsequently the pump stopped. The pt was placed on back up batteries and the pump restarted.

Manufacturer narrative:
A decision was made to exchange the pt to another clinical trial lvad with no further issues. The batteries were returned to the manufacturer and have been evaluated. The battery voltage was checked and confirmed to be in specification. The batteries were charged without issue and green leds were received indicating a good battery. The batteries were run on a mock circulatory loop and alarmed appropriately with yellow and then red battery as voltage decreased. The reported event that the battery caused a red heart alarm and stopped the pump was not confirmed. No further information is available at this time. The manufacturer is closing its file on this event.